Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced alarms related to a restart or malfunction and an inability to proceed due to an error during fill tubing consistent with an occlusion, and troubleshooting and education were provided with replacement supplies shipped. Symptoms included none reported. Outcomes included no lasting impact reported. Investigation included technical review and user-guided troubleshooting. Investigation of this device was revealed that an occlusion during the fill process with no ongoing alert activity after guidance, consistent with a transient flow obstruction; the device and its components were not found to have a persistent malfunction based on available information. It was concluded, based on previously established findings for similar reports, that the complaint could not be confirmed. The issue was not duplicated during testing; no device alerts were recorded, and engineering logs showed no motor stall 38. Root cause remains unknown.